Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The reported event cannot be confirmed. A root cause cannot be determined. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an allergic reaction that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient stated that upon removal of the sensor, he noticed a blister at the site of sensor insertion. Patient had the blister checked by a doctor and a biopsy was performed. On (B)(6) 2015 patient reported that the doctor advised everything was in good condition. At the time of contact, no injury or further medical intervention was reported.